Event description:
The clinician reports the implant was inserted 2019-06-21 in fdi 42. On 2019-06-21, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.